Event description:
The sales rep reported that mid-way through the procedure the gryphon drill bit broke inside the patient; however, it was removed immediately. The sales rep reported that another drill bit to complete the surgery with an 8 minute delay and no consequences. The sales rep reported that the device was discarded.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. It is a possibility that the device was used with excess force at an off angle contributing to this failure. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.